Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Insulin pump was received with an error alarm during self test due to faulty connector on remote frequency board. Device had scratched lcd window.

Event description:
Customer reported that the insulin pump alarmed failed self test. Customer stated the alarm did not occur during the rewind or prime sequence. Customer was advised to perform the rewind process again and was assisted with programming the time and date. Blood glucose value is 191 mg/dl. Nothing further reported.